Manufacturer narrative:
The suspect vigilance2 monitor was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. In this complaint there was no incorrect patient treatment administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Temperature is one indicator of multiple hemodynamic parameters that are used to base clinical treatment decisions. Temperature values can be confirmed by using other methods of obtaining temperature, in order to compare and ensure accuracy. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. The device history record has not yet been completed. Upon return of the product a supplemental report will be submitted with the evaluation findings and upon completion the DHR findings will be reported.

Event description:
It was reported that when a vigilance2 monitor was used during patient monitoring that the blood temperature values were not reading correctly. The values were not stable and varied by 10 degrees. There were no error messages displayed. The patient cable involved was ruled out as suspect. When the suspect vigilance2 monitor was exchanged for another vigilance2 monitor, then everything worked well. There was no inappropriate patient treatment administered. There was no harm or compromise to the patient. The patient demographic information is unknown.